Event description:
The customer tested her blood glucose using her 2 contour meters and received erratic readings. On one occasion, one meter read 127, 105 and 133 mg/dl, while the other read 64 mg/dl. On another occasion, the meter that previously read low gave a reading of 173 mg/dl, while the other read 89 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.